Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of multiple all-in-one empty containers. According to the report, the pharmacist observed a leak from the middle injection port of a tpn bag which was compounded by baxter and delivered to the hospital on the same day. The leaking tpn bag was sent back to baxter for investigation. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: when the customer reported this incident, they provided multiple dates which were thought to be additional dates when the device malfunctioned. Additional information was obtained that confirmed the additional dates were dates when product from that lot number were received by the facility, not dates when the product malfunctioned. Based on this information, no malfunction occurred; therefore, this is not a reportable event . The actual device that malfunctioned and the reported condition are documented under medwatch 6000001-2010-04292.